Event description:
It was reported through the filing of a lawsuit that allegedly "the implant as a whole loosened and had to be removed approximately two years after installation, and otherwise did not function as intended or required, thereby causing the patient pain, unnecessary surgery, injuries and damages as a result."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown otis med custom fit knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.